Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- head. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent hip revision due to dislocation hours after initial procedure as the cup needed to be repositioned. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source foreign: canada. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00235. 0001822565 - 2023 - 00236. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.